Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report # 1627487-2012-00087. The pt's (B)(6) scs system includes a percutaneous lead and lead extension. It was reported the pt is experiencing intermittent stimulation. The loss of therapy seems to be positional in nature as it is said to occur based on the pt's position or posture. The pt is able to receive some stimulation from his scs system but claims the therapy is not being delivered to the correct area. In addition, the pt reports his stimulation level can be adjusted by simply applying pressure to the lead extension site. An appointment will be scheduled for further interrogation of the pt's scs system.